Event description:
Within 1 min - 2min of starting the case (rf on) one temp reading displayed op. Where cable and probe connect began to melt. Case immediately stopped. Small burn on pt where probe entered the skin.